Event description:
It was reported that the right ventricular (rv) lead triggered two lead integrity alerts (lias) due to high rate non-sustained episodes and high sensing integrity counter (sic) values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.